Manufacturer narrative:
The customer reported that their AED is non-operational. The maintenance activity was not reported, and the battery pack expiration date is 10/31/2021. Analysis of the log files from the AED showed it was manufactured on 09/28/2017 and placed into service on 03/26/2018 with battery pack serial number (B)(6). On 01/01/2020, the AED began flashing its red asi and chirping based on the results of an automated self-test, reporting a "replace (expired) pads" warning. The pads were replaced on 10/20/2020. The AED reported a battery low warning on 02/02/2021 and continued to flash its red asi and chirp until 04/26/2021, when the battery pack became completely depleted. On 06/20/2024, a replacement battery pack was inserted into the AED. Troubleshooting with the customer identified that the AED's battery pack was expired, with a labeled expiration date of 10/2021. The cause of the AED not powering on was related to a lack of maintenance. As a follow-up with the customer, proper maintenance of the device was reviewed.

Event description:
Customer reported that their AED is non-operational and the pads and battery were expired. The maintenance activity was not reported. They did not report that this event occurred during patient use.